Manufacturer narrative:
03/10/1997 dr has performed a laparoscopic colectomy on a lady in her late 50's. The operative procedure went quite well. After being discharged on about the second post operative day, the pt returned a couple of days later with an anastomosis leak. Upon reexploration there was a 4mm defect in the anastomosis on the posterior aspect. It was not related to the staple line crossings in the double staple line technique. At the time of the surgery there were good donuts; it was air leak tested and there was no evidence of any leak. Dr informs the co that his partner, second dr had a similar type problem but on an open case. Co reviewed the features of the instrument, including the recommendation that this instrument be closed toward the tight end at the time it is fired. First dr is going to attempt to obtain the resected anastomosis so that co may study the staple line.

Event description:
It was reported approx 4 days after a laparoscopic colectomy, the pt required a reoperation which was performed by another surgeon. The pt is reported in good condition at this time. The rep will contact the second surgeon for further details. 3/4/97-rep reported the leak was on the right side, staples were properly formed and there was no tension on the anastomosis and no ischemia. 3/10/97, surgeon had performed a laparoscopic colectomy on a lady in her late 50?s. The operative procedure went quite well. After being discharged on about the second post operative day, the pt returned a couple of days later with an anastomotic leak. Upon reexploration there was a 4mm defect in the anastomosis on the posterior aspect. It was not related to the staple line crossings in the double staple line technique. At the time of the surgery there were good donuts; it was air leak tested and there was no evidence of any leak. Surgeon informs co that his partner had a similar type problem but on an open case. Co reviewed the features of the instrument, including the recommendation that this instrument be closed toward the tight end at the time it is fired. Surgeon is going to attempt to obtain the resected anastomosis so that co may study the staple line.